Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation it was reported that the patient reported to doctor' office with a draining skin infection. He was placed on a 10-day course of tnp-smx that did not resolve the symptoms. He was seen back on (B)(6) at which time he was scheduled for a removal on (B)(6) 2020. No further complications noted or anticipated.